Event description:
A poor image was displayed while in the patient after many attempts of flushing. The ivus catheter was removed and replaced with no harm to the patient manufacturer response for ivus catheter, ivus catheter (per site reporter), mfg notified by site.